Event description:
It was reported, that during the surgical procedure, when attempting to remove the harmonic curved shears insert from the trocar, the insert broke and a piece of the insert fell inside of the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.